Event description:
It was reported that during the procedure to treat a target lesion in the heavily tortuous left anterior descending artery, the balance middleweight (bmw) universal guide wire was advanced to the target lesion without resistance. No resistance was noted as devices were advanced over the guide wire. At the end of the procedure, the device was removed without resistance. Upon removal, the blue coating of the device appeared as if it had peeled up, but had not separated. There was no clinically significant delay and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other incidents for peeled polymer reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.